Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received four photos. Upon inspection of the photos, it was identified that the tubing had been damaged at the base of the y luer adapter resulting in separation. The reported defect was confirmed. Damage to the extension tubing in this location may occur during manufacturing but would likely be noticed before use or had the damage was extensive enough a leak from the damaged tubing would have been noticed upon insertion. Since the damage was noted after the operating procedure, damage from the manufacturing process could have been exacerbated during use or the damage could have been caused by accidental cutting of the tubing during use. Bd was unable to determine which scenario was more likely. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system separated from the hub. The following information was provided by the initial reporter: "after transfer of the patient, it was noted that the nexiva cannula had come apart at a static connection."